Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were implanted on (B)(6) 2016. They stated that no decision has been reached yet on a treatment plan. The patient noted that their pain and achiness at their ins site has not been resolved. They noted their pain and achiness at their ins used occur only when the stimulation was on, but now it is always present. The patient stated that it fluctuates in intensity, and periodically spreads to their right hip. They added that occasionally, their right hip will ¿give out¿, they are unable to bear weight, and it is very painful. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient experienced pain at the ins site. The patient stated that occasionally since implantation she would experience a general achiness in that area but this time it was actual pain. The patient reported that she turned the ins off and the pain gradually subsided, however, when she turned the stimulation back on she would start to feel the pain. She noted that each time she had to turn the stimulation off sooner due to the pain level. The patient stated that she was scheduled to see the representative (rep) tomorrow and was to see the healthcare professional next week. Additional information was received from the patient. The patient reported that they had lost weight - about 25 lbs - and that this may have led to the achiness at the ins site. The patient reported that the issue was not resolved as of (B)(6) 2017. The patient reported that they were in the process of deciding if they should move the ins, try a different spinal cord stimulation device, or have the ins explanted. No further complications were reported.